Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The unit was visually inspected and pressure tested at 1000 mmhg. A leak was observed at the small bore end at a corner of the weld. This unit was sufficiently cured and sealed to pass through a 100 percent leak test in-process. The root cause, drift in raw materials causing the unit to be weaker in the weld area than other units, was identified to be shipping and handling paired with a decrease in mechanical integrity.(B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corp. That during cardiopulmonary bypass the shunt sensor leaked. One cc blood loss. Product was changed out. Surgery was successfully completed.